Event description:
It was reported that an alert/notification settings issue occurred. On (b)(6) 2026, the patient noticed her CGM was reading HIGH mg/dl and reported not receiving any alerts from her Dexcom receiver notifying her of her hyperglycemic state. Due to the patient's HIGH mg/dl readings, the patient reported that she was on her way to see her endocrinologist when her vehicle broke down. The patient then helped push the vehicle for approximately 4 hours, which resulted in ¿significant physical exertion and fatigue¿. Afterward, the patient lost consciousness. The patient was taken to the ER (it was not specified by who). At the ER, the patient regained consciousness and was diagnosed with sepsis and high blood pressure. The patient could not recall her BG meter reading upon arriving to the ER. The patient also could not recall what medication or treatment she was provided during this event. The patient stated she sustained a previous brain injury (unrelated to this event) and it made it difficult for her to remember things. The patient was discharged after being in the hospital for 2 days. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia and loss of consciousness.